Event description:
It was reported that the patient presented for an implant procedure, and high pacing impedance was noted on the right atrial lead during the attempted implant. The lead was exchanged during the procedure. There was no consequences to the patient.